Event description:
Hcp reported when patient returned for refill of patient's pump, the entire reservoir amount was able to be removed. A catheter dye study was attempted, but there were no side port on the pump. The patient was taken to surgery and a suture stricture was discovered around the catheter. The hcp reports the catheter was probably replaced. The patient is experiencing "much better pain control now and everything is working fine".